Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check with tandem technical support confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. Additionally, the pump supplies were in use for more than 2 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.